Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with a manual injection/insulin pen. The customer reported a blood glucose value of 500 mg/dl. The event involved product(s) unk_disposables, mmt-7040a, mmt-1884, mmt-431aj, mmt-342. The customer reported a reservoir leak, with no visible cracks/splits in the barrel. The customer did not feel ok to troubleshoot. The customer reported that the pump was exposed to moisture. Fluid is present in the reservoir compartment. No further patient complications were reported. No product return is required for unk_disposables. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No product return is required for mmt-7040a. The customer will discontinue using the device. Mmt-1884 was requested and the customer response was the device will be returned. No product return is required for mmt-431aj. Mmt-342 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and self test. No insulin flow blocked alarm or unexpected bolus delivery anomalies noted during testing. No leaks on the infusion set and no cracks noted. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any alarms that may have occurred in the past or during the complaint call. During download history review no relevant alarms confirm in download history files to confirm complain code. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. Found moisture damage on the motor. Unit may have had an intermittent failure not detected during our testing. P-cap locked in place properly during testing. The following were noted during visual inspection: scratched case. Exposed to moisture confirmed due to dried insulin on motor. Unable to verify high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.